Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and a "call tech support error: 121" was observed on the display screen. Functional testing was performed and passed the vibrator test. A manual drop test was performed and the test passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.